Manufacturer narrative:
Pump received with cracked and bleeding lcd glass, severely scratched display window, cracked case at display window corners, cracked battery tube threads, broken off reservoir tube lip and cracked reservoir tube window.

Event description:
It was reported that customer had physical damage of insulin pump. It was reported that display screen was cracked due to dropping. Customer's blood glucose was unknown. Insulin pump would need to be replaced.